Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8840, product type: programmer, physician. (B)(4)

Event description:
Information was received from a health care professional regarding a patient receiving fentanyl and clonidine via an implantable pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. On this report date, a bridge bolus programming error occurred; the old drug concentration (2000) was entered in the old drug desired dose (1374.9) field which caused an overdose. The error was recognized right away by the health care professional and during the call, the health care professional was assisted in correct bridge bolus programming. There were no symptoms reported.